Manufacturer narrative:
(B)(4).

Event description:
My grandson, just had a sip of the biotene gentel mint oral rise. 16oz [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2020, the patient started biotene dry mouth gentle oral rinse mild mint solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene dry mouth gentle oral rinse mild mint solution. Additional details, adverse event information received via call center representative on (B)(6) 2020. The consumer reported, "my grandson, just had a sip of the biotene gentle mint oral rise. 16oz, is he going to be okay? Follow up information was received on 24 november 2020. The consumer stated that her grandson was fine, he did not have any symptoms and did not want to perform fu.